Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at the insertion site. The customer also reported low battery life of the insulin pump and transmitter, received a battery failed alarm, a change sensor alert and a replace battery now alarm with a prior low battery alert. The event involved product(s) mmt-7040ma, mmt-1884. Troubleshooting was performed for low battery life, replace battery now alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for change sensor alert and site issues and the customer will be provided with a replacement sensor. Troubleshooting was not performed for battery failed alarm. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-1884.